Event description:
I recently viewed several images on social media highlighting the benefit of a medical device, but the images are inaccurate when compared to the data the company has published. Inari regularly post images of 3-dimensional clot on a 2-dimensional model of the lung that shows a very large amount of thrombus that is removed from the lung/s. Their pivotal study (flare) that resulted in their FDA indication to treat pulmonary embolism demonstrated a 9.3% reduction in thrombus. Their social media posts including their 2d model of the lungs shows a much greater reduction. Clot is placed on the lung model in a way to give to appearance of fully occluded pulmonary vessels, when in fact the placement of the removed clot is often placed "wherever they think looks good". It is very misleading to patients and providers as to what this device is capable of.